Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported tip polymer damage was confirmed. The reported difficulty to remove was unable to be confirmed due to the polymer damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, a non-abbott crossing catheter was advanced over the guide wire and could not cross the occlusion and folded on itself. During retraction of the guide wire became trapped or caught in the damaged section of the crossing catheter resulting on the difficulty to remove. Manipulation of the guide wire during retraction against resistance likely caused the reported/noted damaged to the polymer and teflon coating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified and occluded lesion in the superficial femoral artery (sfa). The ht command 18 guide wire was advanced through the occluded lesion without reported issue. A non-abbott crossing catheter was then advanced over the guide wire and could not cross the occlusion and folded on itself. The guide wire was attempted to be removed; however, it became caught with the crossing catheter, and the polymer jacket peeled from the guide wire. The guide wire was withdrawn from the patient anatomy. It was confirmed that the peeled polymer jacket remained attached to the guide wire and that no part of the guide wire remained in the patient anatomy. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.